Event description:
A territory manager reported that an end user experienced an issue when using an auryon atherectomy catheter 2.0mm[?]hydrophilic coated. During the procedure, the 2.0 catheter glue came apart from the tip while inside the patient. The procedure was not continued due to this event. The patient was reported as stable.

Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint description of a tip separated from the catheter is confirmed. The catheter was found to be without the outer blade. The length of the inner blade is 2.41mm and is within the spec. The catheter arrived with almost no active fibers. Three kinks were observed along the catheter's shaft. The catheter working time was 5:00 min at 60 mj/mm2, contrary to the report from the rep, who reported that it worked for 0 minutes. This is the maximum allowed working time at 60 mj/mm2, which can also result in a higher fiber degradation rate and, as a result, the outer blade falling. The procedure was not completed due to this event, and the tip depended on the gw. At the end of this procedure, the patient underwent an x-ray test, and no metal was visualized post-procedure. Additional tension that the physician applied to the catheter may have resulted in excessive force and a higher fiber degradation rate, which can apparently lead to damage to and fall of the outer blade and deformation of the inner blade. According to the investigation, the kinks in the catheter result from a rotation performed during the procedure, as seen from the visual inspection. The heparin/saline solution wasn't injected through the sheath during the procedure. Since no saline was consistently injected during the procedure, the friction between the sheath and the catheter was high, resulting in excessive force that the physician had to apply. This causes a higher fiber degradation rate, which apparently can lead to the outer blade falling per ifu0120-03. The potential root cause of the tip detaching after treatment is physical handling damage during use or/and extended lasering. No manufacturing non-conformance was observed during the sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. Therefore, the procedure was not completed due to this event; the tip depended on the gw. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The DHR was reviewed for the reported catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. A review of the distribution records was performed for the reported packaging lot number 89722 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).